Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the adapter had visible damage to the cloverleaf, that was caused by inserting the adapter into the anvil/lock collar in the locked position instead of the unlocked position which resulted in the mushrooming of the cloverleaf (user error). It was observed that the mushrooming of the cloverleaf was what caused the adapter to not stay locked when in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an in-house laboratory demonstration, it was observed that the broach-adapter device did not stay locked while in use. During in-house engineering evaluation, it was observed that the adapter had visible damage to the cloverleaf and mushrooming of the cloverleaf. It was reported that the device had never been used in a surgical setting with a live patient. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.